Event description:
Consumer called to report concerns with readings from their meter. Getting high readings when they are feeling low. Analysis run on clark error grid using mean average reading (191) as ref. Point vs. Bd readings of (310,72) yielded data points in the c zone of the grid, outside of acceptable limits.